Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
Material no.: 328520, batch no.: 9133756. It was reported that during use of the syringe 0.5ml 31g 6mm s/c u-100 relion when the needle shield is removed, the needle remains inside the shield. This occurred on 15 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: consumer reported when she removes the needle shield, the needle remains inside the shield. She uses the 31g, 6mm, 1/2 ml. Syringes. She uses the new needle for her injection each time.